Manufacturer narrative:
(B)(4). Corrected information: b1, h1: additional information was received that this event is a duplicate of another event. This medwatch report 2210968-2020-04447 is therefore being voided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent hip surgery on (B)(6) 2020 and suture was used. The suture pulled off the suture needle when it was used during the surgery. Changed to another device to complete the surgery. There was no report on patient's injury. No additional information could be provided.